Event description:
Customer reported that the alarm sounds intermittently when in use with the chair belt sensor. The batteries have been replaced with a new supply. The date the issue was discovered is unknown. No patient incident or injury reported

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customer reported statement. (B)(4).